Manufacturer narrative:
Citation: paradis jm et al. Transcatheter valve-in-valve and valve-in-ring for treating aortic and mitral surgical prosthetic dysfunction. J am coll cardiol. 2015 nov 3;66(18):2019-37. Doi: 10.1016/j.jacc.2015.09.015. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter valve-in-valve and valve-in ring for aortic and mitral surgical prosthetic dysfunction. All data were collected from multiple centers in an unknown timeframe. The study population included an undisclosed amount of patients, one of which was implanted with a 23mm mosaic (serial number not provided). The patient that received a 23mm mosaic in the mitral position required a valve-in-valve implant for stenosis and regurgitation. No additional adverse patient effects were reported.